Event description:
It was reported that during the insertion process, the intra-aortic balloon (iab) became stuck in the sheath (super arrow-flex style with side arm) and would not advance, nor could it be removed from the sheath. The balloon tip had just begun to exit the end of the sheath when it became totally jammed. The entire iab with sheath assembly was removed successfully. Follow up from the sales representative stated a datascope balloon was then used, and there were no patient complications reported.